Manufacturer narrative:
Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3487a-56, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device ¿kicks in¿ and that would make the patient jump. When the patient was sitting it seemed normal, but when she got up and moved around it ¿kicks in¿ and made the patient jump. The patient could feel it ¿jump¿ where the implant was. It was noted that they received help using the patient programmer (pp) and they decreased stimulation from 3.10 to 2.9. It was later reported that the issue had been resolved after they spoke with a manufacturing representative (rep). The rep helped them turn the device down a couple of notches and everything was fine since then. They had not made any appointment with any doctors because the patient was going to be receiving a knee replacement and that they needed to take careof first. It was confirmed again that the patient¿s spinal cord stimulator (scs) device was working just fine.